Manufacturer narrative:
Report # 3012293198-2018-00015 is associated with (B)(4), biotene mouth spray.

Event description:
It caused me hospitalization [hospitalization]; my throat was on fire and closed down [burning in throat]; my throat was on fire and closed down. [Throat constriction]; I just had an immediate violent reaction with it. [Adverse drug reaction]. Case description: this case was reported by a consumer and described the occurrence of hospitalization in a (B)(6) year-old male patient who received glycerin (biotene mouth spray (original)) oromucosal spray (batch number ush101, expiry date 31st july 2020) for dry mouth. On (B)(6) 2018, the patient started biotene mouth spray (original) at an unknown dose and frequency. On an unknown date, an unknown time after starting biotene mouth spray (original), the patient experienced hospitalization (serious criteria gsk medically significant), burning in throat, throat constriction and adverse drug reaction. The patient was treated with oxybutynin. Biotene mouth spray (original) was discontinued on (B)(6) 2018 (dechallenge was positive). On an unknown date, the outcome of the hospitalization, burning in throat, throat constriction and adverse drug reaction were recovering/resolving. The reporter considered the hospitalization to be related to biotene mouth spray (original). It was unknown if the reporter considered the burning in throat, throat constriction and adverse drug reaction to be related to biotene mouth spray (original). Additional information: adverse event information was received on 18 december 2018. Consumer reported that, "I have used your product before and recently I got biotene spray the mint flavor 1.5oz, it caused me hospitalization. My throat was on fire and closed down. I was given oxybutynin. I have used the spray 2 days ago but only used it for one day. My condition has improved and yes could call the physician that checked me. I got the spray, it has a lot ID ush101 and expiry date july 2020. I just had an immediate violent reaction with it."

Event description:
Case description: this case was reported by a consumer and described the occurrence of hospitalization in a 68-year-old male patient who received glycerin (biotene mouth spray (original)) oromucosal spray (batch number ush101, expiry date 31st july 2020) for dry mouth. On (B)(6) 2018, the patient started biotene mouth spray (original) at an unknown dose and frequency. On an unknown date, an unknown time after starting biotene mouth spray (original), the patient experienced hospitalization (serious criteria gsk medically significant), burning in throat, throat constriction and adverse drug reaction. The patient was treated with oxybutynin. Biotene mouth spray (original) was discontinued on (B)(6) 2018 (dechallenge was positive). On an unknown date, the outcome of the hospitalization, burning in throat, throat constriction and adverse drug reaction were recovering/resolving. The reporter considered the hospitalization to be related to biotene mouth spray (original). It was unknown if the reporter considered the burning in throat, throat constriction and adverse drug reaction to be related to biotene mouth spray (original). Additional information: adverse event information was received on 18 december 2018. Consumer reported that, "I have used your product before and recently I got biotene spray the mint flavor 1.5oz, it caused me hospitalization. My throat was on fire and closed down. I was given oxybutynin. I have used the spray 2 days ago but only used it for one day. My condition has improved and yes could call the physician that checked me. I got the spray, it has a lot ID ush101 and expiry date july 2020. I just had an immediate violent reaction with it." Follow up information was received on 11 january 2019 via returned consumer authorization form. The patient returned authorization form with the contact details of physician. The product lot number was provided as u8h101 and updated into the case. Adverse event revision information was received to capture correction for initial version dated on 11 january 2019. The lot code ush101 was removed from case. This case was originally reported with a suspect product of biotene mouth spray (original) with lot code ush101. However, an authorization form was received on 11 january 2019 with lot code u8h101. It was confirmed that lot code ush101 is an invalid lot number and lot code u8h101 is a valid lot code for biotene mouth spray.

Manufacturer narrative:
3012293198-2018-00015 is associated with argus case (B)(4), biotene mouth spray. Corrected data 11 january 2019: adverse event revision information was received to capture correction for initial version dated on 11 january 2019. The lot code ush101 was removed from case. This case was originally reported with a suspect product of biotene mouth spray (original) with lot code ush101. However, an authorization form was received on 11 january 2019 with lot code u8h101. It was confirmed that lot code ush101 is an invalid lot number and lot code u8h101 is a valid lot code for biotene mouth spray.